Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported link breakage was not confirmed. Based on visual inspection and functional testing of the returned device, a link pull occurred at the posterior cuff which would look similar to the reported link break. In review of the evaluation, there is no indication of a product deficiency and the most likely cause for the reported event was determined to be related to the operational context at time of use of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, a link break occurred. A second proglide was used to achieve hemostasis. There was no adverse patient sequela. The physician is reportedly trained in the use of the proglide device. No additional information was provided.